Event description:
Olympus was informed that during a transurethral enucleation with bipolar (tueb) the pt had gone into cardiac arrest then become a vegetative state. The physicians performed a transesophageal echocardiography after the procedure, there were air in the pt's heart. One of the physician thought that the pt had developed air embolism, but the other physician could not determine whether the air had been generated during the tueb procedure. Additionally, the pt had a diabetes as preexisting disorder.

Manufacturer narrative:
The referenced devices were returned to the olympus for eval. The eval found that the ues-40s had no abnormality. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the pt's outcome could not be conclusively determined, however, it was likely to be caused by the complication of tueb or the pt's preexisting disorder. Olympus stated complications in the instruction manual of ues-40s. This report is being submitted as a medical device report in an abundance of caution.